Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Were the devices blocked on tissue? No. Was the device fully articulated? Yes fully, 45 degrees. Please clarify ¿hospitalization was required for the patient¿, how long? Hospitalization in intensive care unit was required because the issues with the devices delay the surgery¿s duration which led to high blood loss." Four days to intensive care unit for monitoring. How long has the surgeon been using this devices, specially the new powered echelon, for this procedure (in years)? 3 years. Is the user trained? Yes. Was there a recent conversion to ees devices in this account or with this surgeon? No. How much blood did the patient lost? Was a transfusion required? No. Was the patient taking any anticoagulants? No. Does patient have a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the patient¿s pre-op hemoglobin and hematocrit? Unknown. What was the patient¿s post operative hemoglobin and hematocrit? Unknown. What is the current status of the patient? Recovery.

Event description:
It was reported that during a prostatectomy procedure the devices did not fire on the first firing when fired over vessel in the cyst pelvic area. The case was completed with an energy device and sutures. The patient was admitted to the ICU for monitoring.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Were the devices blocked on tissue? No. Was the device fully articulated? Yes fully, 45 degrees. Please clarify ¿hospitalization was required for the patient¿, how long? Hospitalization in intensive care unit was required because the issues with the devices delay the surgery¿s duration which led to high blood loss." Four days to intensive care unit for monitoring how long has the surgeon been using this devices, specially the new powered echelon, for this procedure (in years)? 3 years. Is the user trained? Yes. Was there a recent conversion to ees devices in this account or with this surgeon? No. How much blood did the patient lost? Was a transfusion required? No. Was the patient taking any anticoagulants? No. Does patient have a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the patient¿s pre-op hemoglobin and hematocrit? Unknown. What was the patient¿s post operative hemoglobin and hematocrit? Unknown. What is the current status of the patient? Recovery.

Event description:
It was reported that during a prostatectomy procedure the devices did not fire on the first firing when fired over vessel in the cyst pelvic area. The case was completed with an energy device and sutures. The patient was admitted to the ICU for monitoring.